Event description:
It was reported that it had been taking an extraordinarily long time to charge the patient¿s implantable neurostimulator (ins), which started a couple weeks prior to the report. It took almost half the day prior to the report to charge it. Prior to a couple weeks ago it took a couple hours to charge the ins and now it took anywhere from five to six hours. The patient reported all coupling bars were full and he normally charged every week. In the past month, it seemed like the ins had gone down to a quarter left rather than half. It was noted no changes had been made to the programming of the device and the patient rarely turned stimulation off. The only time he might turn stimulation off was when he was charging because sometimes the antenna would press so hard against the ins it would get uncomfortable and he would have to turn stimulation off because it intensified the stimulation. It was also noted that the patient¿s antenna cord was damaged, frayed, and had wires exposed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID; 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).